Event description:
Event description guidant received information that, during routine follow-up, this implantable cardioverter defibrillator (ICD) could not be interrogated using quickstart; selection of the mini family application did allow for interrogation. However, a warning message appeared indicating that the device was in safety mode; the device was in vvi mode at 50 bpm, 7.5 v @ .1 ms, one zone, vf-rate cut off at 165 bpm.